Manufacturer narrative:
Additional information: g3, h3, h6, h11. The complaint allegation is confirmed. Photographic evidence provided from the field of an unpackaged ar-8741-40, with batch number unknown, revealed a broken distal tip. Therefore, arthrex was able to deduce a most likely cause. The most likely cause for the reported failure can be attributed to the excessive force used to pry and/or leverage the device.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02/06/2025, it was reported by a sales representative via (B)(4) that an ar-8741-40 driver head had a fragment break off on the end. The piece was removed using mosquito forceps. This occurred during use in a mis bunion, akin osteotomy case with no patient effect. Another screwdriver was used to complete the procedure.